Manufacturer narrative:
(B) (4).

Event description:
The pt experienced lack of effect, no stimulation sensation, and preexisting pain. He requested that the lead be revised. The lead was revised on (B) (6) 2009.